Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon was using 2 x 20mm compression wires through a fusion plate to compress plate to bone and then used compression forceps to compress the joint as per surgical technique. After putting in 2.7mm variable angle locking screws the surgeon attempted to remove the 2 x 20mm compression wires. One of these wires broke on attempted removal above the "ball" portion of the wire. The surgeon used a pair of forceps to then manually rotate and remove the remaining part of wire and "ball" from the patient and plate. This delayed surgery for approximately 2 minutes, no lasting effect was perceived by the surgeon. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.